Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system experienced high atrial lead impedance during predischarge testing. An invasive procedure was performed and a loose proximal (ring) setscrew was identified. After tightening the screw all device and lead testing was acceptable.